Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the pen ndls 32g 4mm hp 100 box fr got "stuck" during the injection. The following information was provided by the initial reporter, translated from french to english: "1 out of 2 needles get stuck at the beginning or middle of the injection. The current problematic batch is (B)(6), but other batches used before had the same problem. This problem occurs only with this needle reference.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndls 32 g 4 mm hp 100 box fr got "stuck" during the injection. The following information was provided by the initial reporter, translated from french to english: "1 out of 2 needles get stuck at the beginning or middle of the injection. The current problematic batch is 0014229, but other batches used before had the same problem. This problem occurs only with this needle reference."